Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:xxx was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective panel lockout switch. There have been no actions taken to correct this problem a device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 500.320.654. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.